Manufacturer narrative:
Additional information: one viewflex xtra ice catheter was received for complaint evaluation. The catheter successfully attached to the catheter interface module with no anomalies noted. The catheter successfully established communication with the zonare viewmate system and the system recognized the catheter and the imaging screen was displayed. The catheter tip was placed in a phantom bath and the catheter was tested for image quality. No anomalies were noted during testing and no interference or artifacts were observed on the display while the catheter was undeflected and deflected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remains unknown.

Event description:
During a pulse select pfa pvi procedure, a signal issue occurred causing a delay in procedure. The image froze randomly and would not do anything on the console. When the cim was disconnected and reconnected, the image was the same. When exchanged for an older viewmate, the catheter would image fine again. However, it was necessary to go back to the original viewmate because the image could not be saved from the older viewmate to the physicians working monitor. When the original viewmate was used, everything functioned properly for approximately 15min and then froze again. After swapping out the cims, it was decided to exchange the catheters. The viewflex catheter was exchanged which resolved the issue with no consequences to the patient. The viewmate has been used since without issues.